Manufacturer narrative:
(B)(4). Final analsis found the rf module was stuck in radio ready mode which caused the reported backup operation and power on reset. (B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up, the pulse generator exhibited backup vvi mode. When attempting to download the device code an error message was displayed - "download failed: download of selected file has failed. Device has reached the end of service voltage." On (B)(6) 2015 the device was explanted. The patient tolerated the procedure well and would be followed normally.